Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence as this artificial urinary sphincter (aus) suddenly stopped working as expected. A surgical procedure was performed at which time the existing aus was removed and found with no fluid in the system; the source of the fluid loss could not be identified. A new aus was then implanted. No patient complications were reported.